Manufacturer narrative:
Information contained on this report was previously submitted through asr on 30/jan/08. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: linear opening, wear abrasion, fold creases. A leak test was perform and was found one opening. A microscopic analysis identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a smooth crease opening assessed as fold flaw opening. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device was explanted.